Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The insertion site was abdomen. The infusion set was in use for four days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available

Manufacturer narrative:
E1:patient city: (B)(6), patient country: the united states.